Manufacturer narrative:
Investigation into the reported delivery issue has been completed. No device was received for evaluation; however, clinical information was sufficient to determine the root cause of the issue. The cause of the issue was patient condition related. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient was implanted with an impella device for mechanical circulatory support. There was a delivery/guidewire issue. Difficult anatomy resulted in lost position. Positioning was re-gained via product trouble-shooting options. Decision made by physician to pull a new impella when friction was noted at wire-pigtail connection. The wire and pigtail had a "friction". No patient harm was reported.